Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern) and a glidewire. During the procedure, while advancing the lantern over the glidewire, the physician experienced resistance and the lantern would not advance further. Therefore, the physician removed the glidewire and lantern. Upon removal, the lantern was noticed to be fractured at the midshaft. It was reported that the lantern was stuck on the glidewire. The procedure was completed using a new lantern and a new glidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured and revealed that the internal coil winds and lumen were stuck on the returned non-penumbra guidewire. Further evaluation revealed kinks along the distal end of the catheter. If the device is advanced against resistance, damage such as this may occur. This damage may have contributed to resistance during manipulation of the lantern over the guidewire. Forceful advancement against this resistance may have caused the guidewire to damage the internal components of the lantern. Subsequently, retraction against resistance likely contributed to the fracture and the internal components being unraveled from the lantern. The root cause of resistance during the procedure could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-00578. 1.